Event description:
A pt was being examined for a non-fertility problem by laparoscopy and hysteroscopy, and an appendectomy was being done. Bipolar coagulation equipment was utilized and reportedly activated in the course of the case. The dr stated she was not near the foot control pedal at the time. The left fallopian was then noted to have a white spot on it and some smoke was visible in the abdomen. Patency of the tube was checked, but dye did not go as far as it had before in the testing. The user facility sent the bipolar generator for testing to an independent testing service. No problems were found with the device.